Event description:
Covidien received a report of a n-395 with no audio. The customer ordered a speaker for replacement of the n-395 speaker.

Manufacturer narrative:
Covidien has requested that the customer return the speaker for evaluation.